Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to bent cannula event on (B)(6) 2024. The infusion set was in use for 2 days. The blood glucose level was found to be 1100 mg/dl. The patient was treated with u-100 humalog and IV and fluids of saline and insulin. No further information available.